Event description:
During a routine hydrothermal endometrial ablation, pt wasn't under enough anesthesia and moved 3 minutes into the procedure. Movement resulted in 90 degree celsius saline solution escaping from around cervix. This resulted in second degree burns around the vaginal, perineum and perianal area. The cervix is supposed to be closed around the hysterscope with small metal clips that are designed to prevent fluid from escaping. Obviously, in this case the clips didn't work. The second degree burn took six weeks to heal and were extrememly debilating. Pt was never warned before surgery that this was a possible side effect. This has never happened at the hospital where the procedure was done and never happened in doctor's eleven years of practice. Pt wants to report this and also find out who makes the pump system that is used in this ablation procedure. Second degree burns in the genital area were the most painful thing pt ever lived through in their years. Pt is convinced this was a preventable accident and pt would love to warn other women about the potential dangers their gynecologists may not be aware of.